Event description:
During an evar procedure on (B)(6) 2012, on a male pt, the physician noticed leaking. It was not clear if the leaking was coming from the valve or the seam between the valve and the chamber. A minimal amount of blood was lost but not enough for a transfusion. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - leaks are not listed in the instructions for use. Event is currently under investigation.